Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the defect, but was unable to release as it got stuff from the catheter to deploy. It was reported that the device was opened and closed again, and was tried to shake the clip off of the catheter; however, the clip would still not release from the catheter. The scope was pulled back, and the clip ripped off of the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.